Event description:
It was reported that during patient use, eight hours after intubation, the physician found the tracheal tube to be leaking. The device was pre-tested, and lubricated with xylocaine jelly prior to insertion. Replacement of the unit was required. There was no patient harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). One endotracheal tube was received for evaluation. A visual inspection was performed and it was observed that the cuff presented a tear, and several small cuts. Inflation and deflation tests were performed by using a 25cc syringe. Air was applied to the cuff and the cuff immediately deflated. The customer reported malfunction was verified. Cuts and tears of this magnitude would have been detected during the 100% inflate/deflate tests and removed from the lot. The cut and tears condition found on the returned cuff is not confirmed as related to manufacturing process.

Manufacturer narrative:
(B)(4).